Event description:
Affiliate reported a pump malfunction that resulted in an explant. Please note that this complaint is being filed late due to an affiliates understanding in reporting requirements. The appropriate individual has been counceled on reporting requirements.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device still implanted.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.